Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarms which were not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, the downstream gasket was found out of position so the ball of the downstream sensor could not move freely inside the gasket hole. The downstream sensor assembly was recalibrated. Additional information: dislodged / dislocated.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.